Event description:
It was reported that this right ventricular (rv) lead was explanted at the scheduled generator change out procedure due to high pacing and shock impedance values along with high capture thresholds. The pacing impedance values were 2500 ohms while the shock impedance values were 148 ohms which were both high out of range. It was noted this was a gradual rise in impedance measurements. The thresholds were 5.0 volts at 0.4 milliseconds. A new lead was successfully placed. No additional adverse patient effects were reported. This product is not expected to be returned for further analysis at this time.